Event description:
The customer returned an additional catheter set for evaluation. Upon visual inspection, separations were found at the joint between the male luer and tubing of this companion sample. There was no patient involvement as the condition was discovered during evaluation. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned 2 companion samples to the plant for evaluation. The defective sample was discarded. Upon visual inspection, separations were found at the joint between the male luer and tubing in both of the returned samples. In addition, only one male luer was found from the returned two samples. The solvent ring was found on the tubing end of both samples. The assignable root cause of the reported condition is unknown. No repairs were made since this is a single use device. A batch review cannot be performed since there was no lot number provided. This is a product not distributed in the us and does not have a 510k number. Should additional information be received, a follow-up medwatch will be submitted.